Event description:
It was reported that there was a communication/telemetry problem. It was noted the reporter was unable to get any bars for recharging, even with the antenna locator (al). It was noted that the reporter was not able to charge the patient¿s implantable neurostimulator (ins). Sometimes they were able to get 0 bars and other time the screen just showed the reposition antenna icon. It was noted that there was some swelling at the battery site when they tried to charge with the patient about a week ago and the health care professional thought that the swelling was why they were not getting communication and might be causing the difficulty to charge. It was noted that the issue had been happening since implant. The reporter stated that he felt like the swelling had since gone down. The reporter could feel the battery and it was relatively superficial. The patient tried lying down to charge because, the battery was placed abdominally but that did not change. It was noted that the patient had not had any falls since implant and the battery was not loose in the pocket. It was noted that the patient was not experiencing any symptoms. There was no confirmation yet that the device was flipped. An impedance check and battery check was performed that was all ok. They attempted to charge the patient in different positions. The al was used to make sure there was optimal placement for the charger plate and they were not obtaining any charging bars. An al check was run with the charger and the numbers were low at 32. The reporter first attempted on 2015 (B)(6) and then a second time on 2015 (B)(6) with the same results of being unable to obtain charging bars. The reporter noted that the patient was doing well and getting good stimulation coverage in her pain areas. It was noted that a device interrogation was done on 2015 (B)(6) and 2015 (B)(6). The patient was able to communicate with her patient programmer but was not able to get any charging bars with her charger. The patient was scheduled for a follow up appointment on 2015 (B)(6) to see if they would be able to get charging bars with the charger. It was noted that the health care professional would then recommend the next steps if unable to get charging bars. It was further reported that at the appointment on 2015 (B)(6), the company representative was still unable to get any charging bars with the charging system. The patient's pain physician wanted to see the patient, but the date and time was not scheduled. A possible pocket revision was discussed. It was later reported that the pocket revision was completed on 2015 (B)(6). Impedance check was done and all were ok. The patient was able to charge with no problems. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received that the manufacturer representative had not heard any negative reports from the patient or provider. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).